Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Customer's blood glucose levels at the time of hospitalization 550mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin and intravenously. Customer declined troubleshooting. No additional information was provided.

Event description:
Customer stated he had received the clip and the insulin pump alarmed motor error. Troubleshooting was performed. Blood glucose was 391 mg/dl. Device alarmed during bolus. Customer was unsure if the device was exposed to an MRI. Customer was advised to discontinue use of the device and revert to back up plan. Customer also stated the device had stopped on feb 27, which was not confirmed due to customer was unable to check alarm history due to motor error alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4).